Event description:
It was reported to baxter (B)(6) that a colleague infusion pump experienced a battery issue. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as a battery depleted alarm and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is unknown. No additional information is available.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips from the first device would not hold. With the second device, after placing the clips on the cystic duct, the firing trigger could not open. They had to press the activator with force. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation. A baxter field service technician performed device evaluation at the customer site. A visual inspection and functional tests were performed. Device evaluation discovered and confirmed the reported condition of a battery depleted alarm. The root cause was determined be depleted main batteries. The main batteries were replaced to repair the reported condition. The user interface module master software version is 5.06.00, which is classified as unremediated. A follow up report will be submitted if additional information becomes available.